Event description:
Olympus medical systems corp (omsc) was informed that during unspecified procedure the 3 needles could not project out from the sheath. There was no report of pt injury regarding this event.

Manufacturer narrative:
The subject products were not returned for eval. The exact cause of the user's report could not be conclusively determined. Our company rep informed that they confirmed the subject 3 needles. The first needle could not project out from the sheath and the insertion portion was deformed. The second one could be extended by the slider operation was sightly heavy. The third one could be operated normally. As the checking of the mfg record of the same lot, nothing abnormal detected. Therefore, omsc thinks that the deformation of the insertion portion due to handling or the complicated shape of the endoscope insertion may cause this event. This report is being submitted as a medical device report in an abundance of caution.